Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by an arthrex employee via email that a patient underwent revision surgery due to post-operation complications. The patient was initially implanted with an arthrex eclipse total shoulder implant system. Years later, the patient suffered a fall, which caused fracturing around the implant. The patient was converted to a revers total shoulder arthroplasty implant system with fixation of the greater tuberosity. No additional information is available.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.